Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the probe cover of the gastrovideoscope was cut. Based on the results of the investigation, the most probable cause is known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the probe cover of the gastrovideoscope was cut. There were no reports of patient involvement.